Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During procedure, it was noted the device did not keep its normal shape and deployed as a cobra deformation. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system. A decision was made to replace the device for a second 26mm amplatzer septal occluder. The replacement device was implanted in the patience successfully with no adverse patient consequences. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. As the device was not returned for analysis, the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.